Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving stopcocks was reported in which the stopcock was leaking. Such leakage could potentially expose the patient and/or clinician to blood or medication. There was unknown patient involvement and unknown patient harm/adverse event reported.